Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Historical reagent lot performance was evaluated using world wide data from abbott link. The evaluation indicated that the patient median result for the complaint lot was within the established control limits. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely elevated cardiac troponin-I results while using architect stat troponin-I reagents. The following data was provided for the same patient. Specimen 1 (sid (B)(6) ) initial 1.6 ng/dl, repeat <0.01 ng/dl. Specimen 2 (no sid provided) <0.01 ng/dl. Both specimens were collected at the same time. No impact to patient management was reported.